Event description:
It was reported that during preparation for an unspecified treatment procedure involving a stenotic renal artery, balloon tip detachment occurred. The nurse took the gazelle balloon catheter out of the box, and without touching the device, the tip of the balloon dropped off. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is unknown.

Manufacturer narrative:
The device has been received for analysis, but requires add'l investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.